Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off after three to four days of use when the patient bumped into something, causing it to rip out. No further information available.